Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose was 13.9 mmol/l at the time of incident. Customer stated that the insulin pump had a blank display and was beeping. Customer also reported that the insulin pump buttons were unresponsive even after the battery has been changed. Customer also received a motor error alarm in the past. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self test. No motor error alarm noted. The motor was tested outside of the device and passed. Device passed all operating currents tested within the specific range and passed off no power test. Device was monitored and tested with no blank display and audio or beep anomaly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.